Event description:
It was reported to philips that the system l-arm geometry movements were not available. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed normally after the customer tried to use the geometry movements again. A philips field service engineer (fse) visited the site, checked the log file which showed that an emergency stop had been performed and a motor assembly error. The fse solved the issue by calibrating the beam z-rotation current. After this service action, the system was returned to use in good working order. The codes were updated based on the investigation outcome.